Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore, a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B) (4). Product unavailable for analysis

Event description:
(B) (4) - peripheral cutting balloon registryit was reported that in (B) (6) 2005 the patient underwent treatment with peripheral cutting balloon (pcb) device for one lesion. The lesion was concentric, tight and denovo; the lesion was identified in the femoral-popliteal bypass graft. The target vessel was non tortuous without calcification and had a reference diameter was 5.0mm. The target lesion length was 25mm and 100% stenosed. The peripheral cutting balloon was used to dilate the lesion. Data for number of inflations, time and maximum inflation pressure was not reported. No pain was perceived during the procedure. The target lesion post-procedure stenosis was entered as 20%. It was noted that ¿technical successful pta of f-p bypass with pcb, but bypass is still close (d).¿ during the follow up visit in (B) (6) 2006, the subject was alive. Data entered stated ¿closing off of the femoral-popliteal (f-p) bypass after wallstent 2 days after pcb. (B) (6) 2005 a re-pta with a wallstent was performed because occlusion of the target lesion occurred post procedure and pre discharge. No reported data for one and twelve month follow up visits.